Manufacturer narrative:
User facility medwatch was received after the MFR's initial medwatch was submitted. All info in section d of the MFR's medwatch report is correct, although it differs from the user facility's medwatch report.

Event description:
During a low anterior resection and possible abdominoperineal resection the tl30 was used for the distal sigmoid colon resection. After the surgeon stapled and transected the sigmoid colon, the tissue retracted back into the anal rectal canal. The surgeon did not see a staple line at that time. When the ecs29 was introduced transanally, there were no staples in the tissue. A permanent colostomy was performed. The attorney at the hosp will not release the instrument. One sterile tl30 from the same lot# will be returned.